Event description:
During the device evaluation, it was identified that corrosion was found on the objective lens and the suction cylinder of the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause appears to be component damage due to deterioration, deformation, or physical stress, with no evidence of any design or manufacturing defects. The most likely cause of this complaint is an expected or random component failure unrelated to design or manufacturing issues should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.